Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 406 mg/dl and was lowered with a correction bolus. Troubleshooting did not occur with tandem's technical support as the customer changed out all the supplies.